Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call tha the customer had hyperglycemia. Blood glucose values was 456 mg/dl. Customer was treated with manual injection/insulin pen. Troubleshooting was performed and found incorrect date and time. Customer was not using the insulin pump with the auto mode/smart guard feature active at time of reported event. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.